Event description:
It was reported that the scope tested positive for 3 colony forming units (cfus) of enterobacter cloacae complex in the channels on 11/13/2024. On 11/18/2024 the scope testing showed 2 colony forming units (cfus) of enterobacter cloacae complex. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 9610595-2024-40535-00.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: <1cfu. Bacterial identification: enterobacter cloacae complex 3 colonies. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope tested positive for 3 colony forming units (cfus) of enterobacter cloacae complex in the channels on (B)(6) 2024. On (B)(6) 2024 the scope testing showed 2 colony forming units (cfus) of enterobacter cloacae complex. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.